Manufacturer narrative:
Additional patient identifier: (B)(6). Additional product code: hwc. Date of implant reported as (B)(6) 2018, exact date is not known. DHR review was completed. Part# 02.118.207, lot# h477525, mfg date: 24 october 2017, mfg location: (B)(6), expiration date: n/a, noted nonconformances: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm va-lcp anterolateral distal tibia product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A DHR review for raw material p/n 14089 is not required as the product was not broken this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an ankle procedure in (B)(6) 2018 to implant two (2) locking compression plate (lcp) one third tubular plates, one (1) 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate, one (1) 2.7/3.5mm variable angle locking compression plate (va-lcp) medial distal tibia plate, thirteen (13) 3.5mm cortex screws, twelve (12) 2.7mm va locking screws, one (1) 7.0mm washer, one (1) 4.0mm cannulated screw, and one (1) 4.0mm cancellous screw. Patient was returned to surgery on september 17, 2018 where all hardware was removed due to infection, inflammation, and delayed healing. Surgery was completed successfully with no delay. Patient status reported as okay. Patient is reported to be incarcerated and non-compliant. This report is for one (1) 2.7/3.5mm va lcp anterolateral distal tibia plate. This is report 3 of 9 for (B)(4).